Event description:
2002: attempted mv repair-abandoned mv replacement with #27 baxter edwards valve. The anterior leaflet was complex: the chordae were greatly elongated in a1 a2 and a3 components, requiring all to be shortened. The mv leaflet disallowed good coaptation with the posterior leaflets buttress. Leak occurred between the knuckles of the myxomatous ridge. (In four different places) sizing ring down from a #30 to #28 leak care of all the a1-a2 and a3 presented. Re-opened the "atrius" of tee full coaptation of posterior leaflet.